Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer declined to reload the cartridge and confirmed that the existing cartridge would continue to be used. The customer's blood glucose level was 135 mg/dl.